Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008k2 hemodialysis (hd) machine leaked from the rear panel during a patient's hd treatment. A fresenius field service technician (fst) was called onsite and found a leak originating from the ultrafiltration (uf) check valve. The fst replaced the uf check valve to resolve the issue. Machine functional tests were completed and passed onsite after repair. Upon follow up, the bmt stated that the ultrafiltration (uf) was determined to be functioning correctly on the machine. Two hours and forty-eight minutes into the treatment, the machine displayed air detector and tmp alarms due to a blood clot within the venous chamber. The patient was not receiving heparin at the time. The patient¿s estimated blood loss (ebl) is unknown. Treatment ended twelve minutes early; therefore, the patient did not meet their uf goal. The patient¿s pretreatment weight was 129kg and their posttreatment weight was 125.8kg (a difference of 3.2kg). The same scale was used for both readings. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There were no adjustments to the patient¿s uf goal, rate or time during treatment. The uf was not turned off during treatment. The patient did not have any complaints or symptoms related to the reported event and no additional treatment was required. There was no patient serious injury, adverse events, or medical intervention required as a result of the reported event. Currently, the patient is stable and is continuing hd treatments at the facility, with no concerns. A fresenius optiflux 250 dialyzer was also in use. No sample is available.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008k2 hemodialysis (hd) machine leaked from the rear panel during a patient's hd treatment. A fresenius field service technician (fst) was called onsite and found a leak originating from the ultrafiltration (uf) check valve. The fst replaced the uf check valve to resolve the issue. Machine functional tests were completed and passed onsite after repair. Upon follow up, the bmt stated that the ultrafiltration (uf) was determined to be functioning correctly on the machine. Two hours and forty-eight minutes into the treatment, the machine displayed air detector and tmp alarms due to a blood clot within the venous chamber. The patient was not receiving heparin at the time. The patient¿s estimated blood loss (ebl) is unknown. Treatment ended twelve minutes early; therefore, the patient did not meet their uf goal. The patient¿s pretreatment weight was 129kg and their posttreatment weight was 125.8kg (a difference of 3.2kg). The same scale was used for both readings. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There were no adjustments to the patient¿s uf goal, rate or time during treatment. The uf was not turned off during treatment. The patient did not have any complaints or symptoms related to the reported event and no additional treatment was required. There was no patient serious injury, adverse events, or medical intervention required as a result of the reported event. Currently, the patient is stable and is continuing hd treatments at the facility, with no concerns. A fresenius optiflux 250 dialyzer was also in use. No sample is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.